Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: runthrough, rinato, guide catheter: asahi intecc 7f spb3.5. (B)(4). The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. (B)(4) the device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the nc tenku, coronary dilatation catheters, instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified, 90% stenosed, concentric lesion in the distal circumflex coronary artery. The 3.0x8 mm nc tenku rx balloon dilatation catheter (bdc) was prepared inside the patient anatomy. Resistance was felt with the anatomy during advancement of the 3.0x8 mm nc tenku rx balloon dilatation catheter (bdc) to the target lesion for pre-dilatation. During the first inflation the balloon ruptured at 6 atmospheres (atm)/10 seconds. The nc tenku bdc was replaced with a 3.25x8 mm nc tenku bdc, with which the lesion was dilated without issue. The procedure was successfully completed with implantation of a 3.0x9 mm non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.